Manufacturer narrative:
Biomérieux internal investigation was conducted. The same testing against (B)(6) distribution (B)(4) (escherichia coli) was previously performed using the vitek® 2 ast-n192 test kit which utilizes the same tzp formulary as the ast-n297 test kit. The following results were obtained from that investigation. Investigational testing included: vitek® 2 gn ID: confirmed organism as escherichia coli. Broth microdilution (bmd): tzp mic=128 mg/l resistant. Vitek® 2: tzp mic=16 mg/l intermediate and 64 mg/l resistant (two lots tested). The investigation duplicated the customer result of mic=16mg/l intermediate on one of two card lots (one of four cards tested). The vitek® 2 tzp mic results are in agreement within one doubling dilution to the bmd results for ¾ results, making these vitek® 2 results in essential agreement without category error. Note: in the analysis report from the (B)(6) survey ((B)(4) distribution (B)(4), strain (B)(4)), the results obtained for all participants using automated systems were (B)(4) intermediate for tzp. The vitek® 2 tzp results reflect this documented rate. The investigation concluded that the (B)(4) organism is an atypical strain for the vitek® 2 system rapid phenotypic testing method, and that the vitek® 2 ast test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible tzp result for a (B)(6) survey sample ((B)(6), escherichia coli) in association with the vitek 2 ast-n297 test kit. Repeat testing provided the same result. It is unknown if any alternate method was employed to confirm the expected result. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomeriieux for internal investigation. Internal biomeriieux investigation will be initiated.